Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nearly choked [choking sensation], head of the toothbrush just came off in mouth - oral-b [device breakage], heads that came with the toothbrushes were very loose when fitting - oral-b [device connection issue]. Case narrative: a parent via e-mail stated that the oral-b toothbrush head was very loose when fitting on her daughter's oral-b toothbrush and the oral-b toothbrush head came off in her mouth on its own. She nearly choked. No serious injury was reported.